Event description:
In this case, it was reported that the valve was explanted after an implant duration of approximately 10 years. Through follow up with the healthcare provider, the device was explanted due to prosthetic aortic valve stenosis. It was noted that there was no malfunction of the valve. The device was replaced with another edwards bioprosthetic valve. No other details provided.

Manufacturer narrative:
There are several caused for prosthetic valve stenosis (e.g. Calcification, pannus growth). Unfortunately, the explanted device has not been returned to edwards for analysis. In this case, there is insufficient information to conclusively determine the root cause of this event. No further actions are possible with the available information.